Event description:
The needle did not shield properly and a needle stick injury occurred.

Manufacturer narrative:
Attempts have been made to obtain additional info. Upon completion of the investigation, a supplemental report will be submitted. (B)(4)